Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with significant calcification at the non-coronary cusp/right coronary cusp commissure, the first valve was loaded into the delivery catheter system (dcs). A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23mm non-medtronic (zmed) balloon three times due to movement of the balloon on the first two attempts. The valve and dcs were then advanced over a non-medtronic guidewire and across the native annulus with some difficulty. On the first deployment attempt at 80%, the valve dislodged towards the ventricle and was too deep. It was recaptured into the dcs and pulled back above the annulus. After many advancement attempts, including retracting the capsule to ensure capsule wasn¿t overriding the nosecone, and some attempts with a gap between capsule edge and nosecone, and the system rotated in descending and readvanced (to change orientation of spine), the dcs was not able to re-cross the native annul us. The valve and dcs were withdrawn from the patient. A new, non-medtronic guidewire was inserted, and another bav was performed using a 24mm non-medtronic (true) balloon. The same valve and dcs were attempted again, however, were unable to advance past the patient¿s skin. A new valve was loaded onto a new dcs and inserted into the patient. The valve was deployed to 80% with a depth of 6mm/10mm but was determined to be too deep and was recaptured into the dcs. On the next deployment attempt at 20%, the contrast injector system stopped working. After 15 minutes of fixing the system, injection showed the valve had move above the annulus. The valve was fully recaptured, but with no success recrossing the native annulus after many attempts. The capsule edge appeared slightly flared when pulled out of the body. The implanting team decided to end the case, and the patient was brought back the next day for successful implant of a non-medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.